Event description:
A malfunction was reported on the pump. There was no provided information on whether there was an impact on the customer's blood glucose level. Technical support helped the customer reset the pump, which resolved the issue, and advised the customer to call back if the problem occurred again. The customer understood and acknowledged the instructions and continued using the pump.